Event description:
A physician reported a pt who was skin tested with bovine collagen for intradermal injection in 99, with a positive response first recorded on 5/6/99, in the left forearm. The "red, raised area" was treated by infiltration with depomedrol, and topical application of diprosone cream on 8/5/99. The physician reported resolution of symptoms within 5 days of treatment.